Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized for the event. The cause was not reported. The patient was treated with an unspecific drug (intraperitoneally, dose and frequency were not reported). At the time of this report, the patient has not recovered from the event. Pd therapy was ongoing. No additional information is available.